Event description:
It was reported that; pt is experiencing pain in hip and limping since last month.

Manufacturer narrative:
The following other hip devices were also listed in this report: rejuvenate modular neck 34mm v40, cat #nls0340000b, lot# 3603301; trident hemispherical cluster hole shell, cat #502-11-52e, lot #36380402; trident 0deg x3 insert 36mm ID, cat #623-00-36e, lot # mke0x8; delta v-40 ceramic head 36/-5, cat #6570-0-036, lot #36674302; 6.5 cancellous bone screw 25mm, cat #2030-6525-1, lot #mkhrph. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.